Manufacturer narrative:
(B)(6). The patient underwent a revision procedure on (B)(6) 2016; however it was noted the screw was not explanted during that procedure. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient was reported part of (B)(6) and was in the philos without augmentation group. It was reported that post-operatively there was primary/secondary screw perforation. A revision procedure was performed on (B)(6) 2016 where the screw was changed due to glenohumeral protrusion. The original procedure occurred due a right side neck injury the patient incurred after a fall on (B)(6) 2014. The reported screw was initially implanted on (B)(6) 2014. On (B)(6) 2015 the patient underwent a philos without augmentation procedure; a philos five-hole plate and eight (8) screws were implanted. It was noted that no joint perforation occurred during the initial procedure. It was noted as of (B)(6) 2016 the patient had recovered without persistent damage. This report is for an unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The date of the revision procedure was (B)(6) 2015; not (B)(6) 2016 as initially reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The date of the revision procedure was (B)(6) 2015.